Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented routine post surgical evaluation. Interrogation showed multiple episodes of noise. No lead anomalies were noted on imaging. Lead was capped and replaced.